Manufacturer narrative:
On (B)(6) 2019, the biosense webster inc. (Bwi) product analysis lab (pal) received the device for evaluation and found the friction ring, hemostatic valve, and brim cap have been detached from carto vizigo¿ 8.5f bi-directional guiding sheath. These findings coincide with what was reported. The detachment findings have been assessed as MDR reportable as the integrity of the device is compromised. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. On (B)(6) 2019, a manufacturing record evaluation was performed for the finished device and no non-conformances was found during the review. Biosense webster manufacturer's reference number (B)(4) has two complaints that are related to the same incident. Reports 2029046-2019-02828 & 2029046-2019-02827are related to this same incident. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation (afib) with a carto vizigo¿ 8.5f bi-directional guiding sheath and a hemostatic valve separation issue occurred. The hemostatic valve came off from the sheath. Biosense webster inc. (Bwi) sheath replacement did not resolve the issue.the hemostatic valve part where the sheath attaches came off again and started crumbling. A non biosense webster inc. (Bwi) sheath was then used to proceed with the case. No adverse patient consequences were reported. The hemostatic valve separation issue has been assessed as MDR reportable. This report is for the second sheath used.

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure for atrial fibrillation (afib) with a carto vizigo¿ 8.5f bi-directional guiding sheath and a hemostatic valve separation issue occurred. The investigational analysis completed (B)(6)2019 . The device was visually inspected. The valve and silicone ring were found detached from the hub. The hub cap was not returned with the device for analysis. A microscopic inspection was performed, and no adhesive was observed applied to the hub. A manufacturing record evaluation was performed, and no internal actions were identified. The customer complaint was confirmed. The root cause of the damage observed will be investigated under an internal corrective action. Manufacture reference no: (B)(4).

Manufacturer narrative:
After further review, this event is not related to the internal corrective action. Manufacture reference no: (B)(4).